Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, brown particles in shell, fold creases and underweight. A microscopic analysis was performed which identified: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is a broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported right side rupture, itch, and pain. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, itch, and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.